Manufacturer narrative:
Section b5: past driveline damage was reported in MFR # 2916596-2018-05368. Manufacturer's investigation conclusion: the reported speed decreases and pump stop events could not be confirmed as the submitted log file did not cover the period of time during which they reportedly occurred. A cause for these alarms could not be confirmed. The submitted log file, which contained data from day 737 to day 743, appeared to show the system working as intended above the low speed limit. The submitted images revealed some degradation of the metal braided shield proximal to the pump and near the distal end of the driveline. It could not be determined from these images if the wires in these areas were damaged. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No further related issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for percutaneous lead serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them, including the driveline disconnected alarm as well as low speed, low flow, and pump stop alarms. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient began using the orange cable and alarms couldn't be reproduced with all the movements while connected to the regular cable. Cause of alarms was not determined. Patient was stable and told to call if any further alarms occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be sent once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a potential "short to shield" driveline issue. Unshielded patient cables were ordered for the patient. Through log file analysis it was noted that the patient had a red heart alarm, likely a short to shield and is now on batteries and the orange cable. The patient is very stable with no acute events or any patient injury. X-ray showed that the driveline was frail where it connected to the external pocket controller (epc) for a long time and was reinforced with rescue tape. The first x-ray image displayed area of concern internal near the pump bend relief. There was also some minor thinning of the shielding near the epc controller but was not significant. The bend in internal cable near the pump bend relief appears to be more suspect. X-ray images are an indication of wire damage that would cause a short to shield but are not absolute. The log files did not display any unusual events and there were no alarms on the ungrounded power source. The patient reported the alarm while he was sitting doing nothing. Technical services added that the log file did not display any evidence indicative of a short to shield driveline issue. The log displayed a few intermittent low voltages on relative state of charge (rsoc) due to possible patient cable fatigue during the 6 day length of the log. It was recommended to replace the patient cable with a new one. On (B)(6) 2021 the patient was asked to come into the clinic to change his epc battery cell. The patient¿s wife reported alarms going off around 8:30 am. The lvad was interrogated at the fixed speed at 9600, vad flow 4.5, pulsatility index 6.0, pp 5.0. The vad went down to low flow then, lower speed 2100 then to 0 speed around 8:26 am which lasted. The patient reported that he was feeling fine, no symptoms or shortness of breath, chest discomfort, palpitations, or any other discomfort. The epc battery cell was replaced with a new one and was provided with 2 more new battery cells. A self-test was performed post replacement and showed that epc was working effectively with no alarms. The patient was seen again on (B)(6) 2021 in the clinic for transient red heart alarms occurring every morning since (B)(6) 2021 lasting 1-2 seconds. The patient was asymptomatic and this would only happen when connected to the power module and not on batteries. Has a chronic break of his silicone lining along driveline near pocket controller which is wrapped with silicone tape. Interrogation of hm2 device showed 3 episodes of low pump speed followed by pump off alarms. The patient was advised to be on batteries. The patient was seen in the clinic on (B)(6) 2021, there were no alarms on batteries. X-ray was taken and log files were downloaded. The patient was provided with a new hmii unshielded patient cable. Technical services advised that the log file did not display any evidence of a ¿short to shield¿ driveline issue. The customer plans to tether the patient on a grounded patient cable while in clinic in attempt to reproduce alarms.